Manufacturer narrative:
Investigation result: seven 2290s samples were returned for investigation of 13497933. Three samples were received without packaging and had clear residual fluid present; the remaining four samples were received in opened packaging from lot ta250182, and had residual fluid present. A 5ml b. Braun injket syringe was also returned to aid the investigation. The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe. During the investigation it was noted that one of the sets with packaging had in a hole in the tubing above the anti-siphon valve (asv). Further correspondence with the customer suggests they were not aware of the damage. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be determined during the investigation; the manufacturing site confirmed that the sets are subjected to a 100% occlusion test, during which such damage would have been identified. A review of the production records as well as testing of retained samples from lot ta250182 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 2290s product over the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd tiva/tci set 3-w had damaged tubing. The following information was provided by the initial reporter: during the analysis of the samples returned by the customer for pr (B)(4), it was identified that a hole was present above the anti-siphon valve in the set. Initial complaint reported on 07nov2025. Problems with permeability.